Event description:
Patient presented to the physician with a hematoma at the chest incision site. Redness and swelling were observed upon examination, and the physician prescribed antibiotics. Patient returned for a follow-up appointment with improvement.